Event description:
Damage was reported to the pump housing surrounding the usb port, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump despite it being out of warranty, with instructions given to the customer on using the current pump as a backup. The customer was guided to put the pump into storage mode and return it to tandem using a pre-paid label.